Event description:
It was reported that the healthcare provider (hcp) did a refill the prior month and the patient felt very lethargic immediately after the refill. The patient felt very weak and had to have family member help them into the house. The patient then went to the ER (emergency room) was given narcan and it perked the patient up. It was noted that the hcp was confident they were in the refill port. The hcp thought the patient may have gotten a .5-1 ml bolus in the pump pocket during the refill process. It was noted that most refills had been normal. The patient was now ok. The pump was used to infuse morphine (concentration 40 mg/ml and 11 mg/day).

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).